Event description:
Reportedly, during the initial use of the device, the heparin was infused faster than programmed. The full syringe of heparin, set to deliver @ 5mls/hr @ 9.5 hrs. Infused the full volume in the syringe @ 4 hrs. The incident was reported via pager on monday, 27th july by another party who was not present at the incident which took place on saturday, 25th july. "Clotting elevated," the "patient required protamine. "However, no patient injury or death was reported with relationship to this incident. The patient's outcome is reported as ¿patient is well."

Manufacturer narrative:
The device will not be returned, but rather be evaluated and repaired (as applicable) in situ. At the time of this report, the technical service evaluation report was not received; it is anticipated. Date of manufacture: 2004. (B) (4). The actual device involved in the incident will be evaluated; "method," "result," and "conclusion" will be amended upon receipt of the technical service report. The device history record was reviewed. No shown indicators related to this complaint were identified. The device met all the requirements during final inspection.

Manufacturer narrative:
No fault found. Download history, heparin pump reported to be over delivering heparin. Heparin pump calibrations checked & all ok. Downloaded hsitory files for investigation. Machine passing self test.